Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a fridge door keeps failing. It will not open. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hasp was partially lifted off the door and misaligned when it went into the latch. A field service engineer removed and cleaned the hasp bracket, applied new 3m tape, bent the hasp to correct the misalignment, and added an extra piece of 2x8 tape for better positioning. The latch micro switch connectors were cleaned, conductive grease was applied, and the connectors were tightened. The system functioned as intended after the field service engineer repaired the device.